Event description:
The patient allegedly received a celect inferior vena cava (ivc) filter via the right common femoral vein on (B)(6) 2011, followed by filter retrieval via laparotomy (B)(6) 2022. (B)(6) 2022, per a report from computed tomography; ¿ivc filter in place with the legs extending beyond the wall of the inferior vena cava into the surrounding soft tissues, including the duodenal sweep.¿ (B)(6) 2022, per a report from open retrieval report (successful); "next, a midline laparotomy was made. Dissection was deepened through the skin through the fascia with electrocautery. The abdomen was entered". "We then were able to remove some of the exposed prongs of the inferior vena cava off both above the aorta and in the retroperitoneal tissue along with the lateral aspect of the inferior vena cava. We then entered the vena cava. We exposed the filter, which was very scarred and embedded into the intimal tissue along with all other from prongs. All these different products were completely removed along with the 1 extending into the duodenum. Next, the wall of the vena cava in this region was repaired from the outside with interrupted 4-0 prolene suture. The duodenum was then mobilized. We then removed all the intimal hyperplastic tissue with fibrosis from the vena cava so there was no dislodgement to cause further pulmonary embolus". "Next, the duodenum was completely mobilized in this region and there was a small penetrating hole which was repaired in the lembert fashion with 3-0 silk suture". "The patient tolerated the procedure well, was extubated, transferred to recovery in stable condition". ¿findings: 1. Patient had ivc filter that 1 prong of the filter was outside of the vena cava overlying the aorta but no penetration into the aortic wall, 1 prong was adherent exposed on the lateral aspect of the inferior vena cava on the outside, 1 filter prong was penetrating into the duodenum that was both seen surgically and previously on the egd. 2. The ivc filter itself was very adherent with endoluminal fibrosis of the filter and the prongs of the filter leg.¿

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Non-healthcare professional. Investigation: the following allegations have been investigated: organ/vena cava (vc) perforation, embedded (endoluminal fibrosis), complex retrieval. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Catalog number and lot number are unknown; however, the alleged filter is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: investigation: the investigation was reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received alleges the following: multiple prongs of the patient's ivc filter perforated through the ivc, one prong perforated the duodenum, a second prong perforated the right colon, a third prong abutted the l3 vertebral body and the right psoas muscle, and a fourth prong abutted the l3 prevertebral soft tissues. The patient underwent an open procedure to have the filter removed as a result of the alleged product problem.